Event description:
On (B)(6) 2012, a clinical manager contacted animas to report that the patient had primed while attached thereby receiving an unknown amount of unintended insulin. Customer support contacted a family member for additional information. The family member reported that on (B)(6) 2012, the patient was changing the infusion set and primed while attached. The patient's blood glucose (bg) reportedly went below 20 mg/dl and the family member called 911. The patient was reportedly taken to the emergency room around 12am and was disconnected from the pump and treated with unknown IV fluids. The patient reportedly was in the ER until about 7am and was then discharged home on insulin pump therapy. The user guide instructs the user to disconnect for the prime step, and the pump's display screen shows prompts to disconnect that must be confirmed before proceeding with this step. Troubleshooting indicated that use error in priming while attached caused the reported bg excursion. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hypoglycemia that required medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the pump powers on with audible and vibratory sounds. The black box and history for the date of the event were overwritten and not available for review. The available black box and history show no alarms related to the complaint. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displays message disconnect infusion set from your body on the rewind screen and be sure set is disconnected from your body then select continue on the prime screen. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specification. Investigators were unable to duplicate the complaint during the investigation.